Manufacturer narrative:
Concomitant medical products: 4968-60 lead, (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to infection. Cultures were taken and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 4968-60 lead, (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to infection. Cultures were taken and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.